Event description:
It was reported that the devices were used during a laparoscopic hernia procedure. It was reported by the rep that the surgeon was performing the procedure when (2) of the trocars leaked pneumo. There was no consequence to the pt.